Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error messages. The smart pneumatic board was replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
(B)(4). Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed "self test" error messages. This is all the information that is available. Complainant indicated that there was no patient involvement in the reported malfunction.